Event description:
Customer reportedly received the following results on the mobile system: hi (greater than 33.3 mmol/l), 2.7 mmol/l, 4.1 mmol/l, and approximately 3.0 mmol/l. The customer then tested approximately 11 mmol/l on the aviva nano system. All results were within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278239, expiration date 10/31/2014). (B)(4).